Event description:
Implant was put in 2013, came apart in 2019, it had to be replaced. Terrible pain. Also had bleeding problem with eliquis. Bled out almost dead. Took 9 units of blood to bring me back. On (B)(6) 2019, hip hurt, went to dr who installed it and he x-rayed and said it was coming apart and would have to come out. So he referred me to his colleague who did surgery on (B)(6) 2019 to remove and install new one. This was so painful and I'm still recovering. Using eliquis for 6 month before bleeding, hosp stay - 6 days. Needed blood to save me; weak.